Event description:
It was reported that during a procedure to treat a prostate gland (unknown size), a break at the tip of the fiber occurred after 39,004j with 9:00 minutes of use. Red light was emitted from the broken point. The tip of the fiber was cleaned during procedure. The case was completed by transurethral resection of the prostate (turp). There was no patient injury and no additional treatment required.

Manufacturer narrative:
Device eval by manufacturer? Updated based on analysis device eval by MFR sum attach? Updated based on analysis device return to manufacturer? Updated based on analysis evaluation result codes updated based on analysis results evaluation conclusion codes updated based on analysis results. A review of the device history record for the reported greenlight fiber confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned fiber showed that the glass cap exhibits devitrification. The glass cap is fractured at the fiber/glass cap fusion zone. The distal portion of glass cap fracture is missing. The heat shrink tubing open end wall exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Fiber cap condition would result in reduced vaporization efficiency. Based on analysis results, an evaluation conclusion code of known inherent risk of device was assigned to this investigations.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 02:59 pm CT.the report number is being corrected from: 2937094-2018-60210to: 2937094-2018-60042

Event description:
It was reported that during a procedure to treat a prostate gland (unknown size), a break at the tip of the fiber occurred after 39,004j with 9:00 minutes of use. Red light was emitted from the broken point. The tip of the fiber was cleaned during procedure. The case was completed by transurethral resection of the prostate (turp). There was no patient injury and no additional treatment required.